Event description:
It was reported that a psi-tec iii aspirator, 110v lost suction during procedure. It was reported that there were no patient consequences, no surgery delay and no adverse event for the patient were reported. Device pending to be returned for repair.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: mechanical fault. (B)(4).